Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited varying high out of range shocking lead impedance measurements greater than 125 ohms. Boston scientific technical services reviewed the device data and suspects the varying shocking lead impedance measurements could be from movement in the pocket but recommended completing isometric testing at the next follow up appointment. The device remains in service. No adverse patient effects were reported.